Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded lens was loaded into the emeraldxl injector with the ar40 lens. There was no resistance and the trailing haptic was ensured to be sticking out of the injector at the 7 o'clock position before pushing the rod forward (still no resistance). The doctor then started advancing the lens into the patient's eye and noticed, before it was completely implanted, that both haptics were severed. The faulty ar40 lens was discarded, and a dcb00 20.0 lens was instead implanted. No additional information is available.

Manufacturer narrative:
Correction: in reviewing the initial MDR 3012236936-2025-0001480, it was noticed that incorrect device code was inadvertently included; therefore, it is captured in this supplemental report. Based on further review, it was decided to change device code haptic damaged and replace it with device code haptic detached, as it was reported as severed, which means fully detached. The following fields have been updated accordingly: section h6: device code: 1261 - material fragmentation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.